Event description:
The target lesion was carotid artery. There is no information about the garget characteristics available. The patient is a male. The procedure was completed without any difficulty or complication. The patient was moved to another hospital for follow-up treatment, but developed hemiplegia, unilateral spatial neglect on left side, and disturbance of consciousness on seventeen days later. Small infarct in right cerebral hemisphere was confirmed by MRI, and in-stent thrombosis was confirmed by digital subtraction angiography. The physician conducted another pta to crash the thrombus and then urokinase was administered arterial infusion, but some thrombus remains at the ulcer at the lesion. The physician placed balloon expandable stent to inside the precise stent at the lesion, and crashed the ulcer. The symptoms are recovering after second stenting procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.